Event description:
During patient treatment with the model 3100a, the nurses in attendance heard an electrical "pop", smelled something burning, and the 3100a's oscillator stopped. The patient was placed on another type of ventilator without compromise.